Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported the surgeon put a spacer in for a revision to heal and be tested for infection. At that time, the tibia and poly component stayed in the patient with the spacer. When a second revision was performed, the spacer was removed and a total talus was put in (3-d cage type, not stryker product).